Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx dilation catheter received for evaluation. In the visual analysis bend in the catheter shaft was noted. On functional testing the sample guide-wire lumen was flushed. Further an inhouse guidewire was inserted into the sample guidewire lumen without any issue. And the received balloon inflated and deflated without any issues, balloon inserted and retracted through the inhouse introducer sheath without issue. No other anomalies were noted. Based on the returned sample analysis, catheter shaft bend was noted and inhouse sheath insertion and retraction were done without any issue. Therefore the investigation was confirmed for the reported material deformation and unconfirmed for difficult to remove issue. A definitive root cause for the reported material deformation and difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026), g3. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, there was resistance when the pta balloon was deflated and when retrieved, the catheter shaft allegedly had a kink. It was further reported that there was resistance when the device was withdrawn. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery via contralateral approach, there was resistance when the pta balloon was deflated and when retrieved, the catheter shaft allegedly had a kink. It was further reported that there was resistance when the device was withdrawn. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.